Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the rgb mediawall, which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed that there was malfunction of the video control unit (media wall). The fse replaced the video control unit (media wall), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.